Event description:
Head of implant detached and entire shoulder dislocated. Original surgery took place possibly in 2004. Follow up on 10/17/06, indicates a second surgery has not yet taken place, but a revision is being considered. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The implant still remains inside the patient. Previous evaluations revealed that this event was related to insufficient locking of the set screw during the initial surgery. This however, could not be determined without device evaluation. A follow up report may be submitted if the device and/or additional pertinent information becomes available.